Manufacturer narrative:
E1: reporting institution phone# (B)(6) e1: reporter phone#(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the pressures values are not correct . The device was in use on patient at time of event, there was no adverse event reported.